Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly. No pt injury reported.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.